Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following implantation of a trial evoke spinal cord stimulation (scs) system, the patient reported weakness and pain in the right knee & ankle while in the post-anesthesia care unit (pacu). The physician assessed the symptoms as potentially related to inflammation or irritation of nerves associated with the trial lead placement. Steroids were administered prior to discharge and prescribed for home use. The patient has reported partial improvement; additional physical therapy has been planned.